Event description:
It was reported by service report that right side rail could not remain latched and the tire was damaged, possibly resulting in reduced braking force. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.